Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No excessive no delivery alarms noted. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose was 600 mg/dl. The customer was advised and explained the recurring no delivery may be due to site, set or reservoir issue. The patient has tried different cannula lengths. The patient's insulin is no expired or denatured. The patients does rotate site and avoids scar tissue. Customer stated the tubing is no bent. Customer stated she has done all troubleshooting. Customer was advised that the device would be replaced. The customer was advised to retrieve and save pump settings. The customer was advised to revert to backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl.